Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 35410496. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced persistent pain attributed to thoracic spinal cord stimulator (scs) paddle lead. As a result, the patient underwent an scs system explant procedure and was reported to be doing well postoperatively. The explanted device components were not released by the medical facility and will not be returned.